Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 24mm amplatzer septal occluder was selected for implant using an abbott delivery system. During procedure, the right disc of the occluder was not opening properly, so device was removed from the patient. There was no interaction with cardiac structures, and no angulation or kink noticed in the delivery system. The device was replaced with a 24mm non-abbott atrial septal defect (asd) occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient is reported to be stable and has since been discharged.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional and dimensional specifications when analyzed under non-physiological conditions. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.